Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address cup loosening. Loosening occurred from bone to implant interface. Head and cup was removed. Update 8-4-2017: medical records have been reviewed. Operative note (B)(6) 2007 indicates the patient received a right total hip arthroplasty due to advanced osteoarthritis of the right hip. The procedure was completed with no indication of complication by the surgeon. Reportability remains unchanged. Updated 8-15-2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.